Manufacturer narrative:
(B)(4). The device was received and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device passed all of the functional rite (returned instrument test evaluation) testing. The burnt cord with sparks was confirmed during the visual inspection of the machine. The power cord was inspected and it was found to be split open at the wall connector side and it showed evidence of electrical arcing. The power cord was to be scrapped and the device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a burnt cord to the homechoice (hc) device and there were sparks that came from the wall plug. The hp was not connected because this was found during the setup. The technical service representative (tsr) advised the hp to use manual bags for therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.